Manufacturer narrative:
Event site postal code: (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that after 5 days of intra-aortic balloon (iab) therapy, the sensor pressure was not obtained, and therapy was continued using a-line pressure. Therapy was continued until on (B)(6) 2022. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter. A kink was found on the catheter tubing near the y-fitting approximately 73.7cm from the iab tip. Five additional kinks were observed on the catheter tubing approximately 72.1cm, 69.9cm, 61.7cm, 61.5cm, and 48.3cm from the iab tip. Additionally, the optical fiber was found to be broken 1.5cm from the iab tip. The pressure and extender tubing were also returned. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a